Event description:
A customer reported that their touchscreen was cracked and shattered, rendering the pump unusable as it was unresponsive and illegible. There was no reported impact on the customer¿s blood glucose level. A replacement pump was sent. The customer was guided to use multiple daily injections (mdi) as a backup therapy.